Event description:
A customer reported that the system had no power when changing modes from phaco power 2 to phaco power 3 during a cataract extraction procedure. An alternate system, combined with the same handpiece, was used to complete the procedure with no impact to the patient. Additional information was received from the initial reporter indicating that the reported event was the result of a user error and that the staff has participated in an inservice to learn about settings to prevent future instances.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the reported event. The customer stated that the reported event was a result of error. The customer stated that the system tested fine prior to surgery and the event occurred when changing settings. The company representative performed an in-service with the nurses reviewing the touchscreen functionality while in phaco mode. The system was then tested and met all product specifications. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause for this reported event can be attributed to user error. (B)(4).